Event description:
It was reported that following a coronary artery stenting treatment procedure the patient expired. The patient was admitted with acute posterior wall myocardial infarction. He underwent angiography which revealed a large obtuse marginal (om) with total occlusion and critical disease in the terminal om & intermediate lesion in the left anterior descending and right coronary artery. The lesion being treated was denovo 2.25x12mm located in the om. A 3.5mm bsc guide catheter was used. A non-bsc thrombus aspiration catheter was used for thrombosuction. The lesion was predilated with maverick 2.00x15 balloon catheter and placement of a 2.5x16 promus element stent, which resulted in good timi iii flow being established. The patient experienced angina several hours post procedure with dynamic st changes. The patient was taken for repeat angiography which revealed in-stent thrombosis in the om. Again thrombosuction was performed with a good flow established. Pci was attempted on the om again, but the patient experienced a stent thrombosis again and had ventricular tachycardia and bradycardia. The patient eventually went into arrest and expired on the table.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).